Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16818.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not producing pressure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was reported that pressure accuracy and air delivery tests were performed, and the average air reading is above tolerance. It was determined that the device needs a new airflow assembly. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the airflow assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.